Event description:
It was reported that the patient received a possible shock for atrial fibrillation (af) with rapid ventricular response verse ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.